Event description:
A patient reported experiencing inaccurate erratic reuslts with a lifescan meter. The pt's blood glucose results were 0,374 mg/dl. Tests were done within 10 minutes with a differnece of 177%. Patient did not experience any adverse events. No further information has been reported.